Event description:
A journal article was received which contained information regarding implantable tachy leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths, inappropriate shocks experienced by patients, as well as apparent fractures, impedance rises, ¿abrupt¿ decreases in right ventricular sensing, oversensing, short interval counts (sic), and non-sustained ventricular fibrillation episodes. The status of the leads is unknown. Further follow up did not yet yield any additional information. The cause of death and device and manufacturer/relatedness has been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The gender of the baseline characteristics is male and the baseline age is (B)(6). The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The leads involved in this event are part of a notification/recall and the notification number indicated is part of the same lead model family; with one of the correction numbers being: z-0067-2008-6931. Possible lead models referenced in the article could include: 6930, 6931, 6948, and 6949. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: factors predicting sprint fidelis lead fracture: results at 5 years from a (B)(6) multicentre registry. Archives of cardiovascular diseases. 2015;108(4):220-226. (B)(4).